Event description:
It was reported that a pump's 0 and 1 keys of the keypad were not functioning properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter did not receive and was not able to evaluate the device. When the device is received and the evaluation is complete, a supplemental report will be submitted.